Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector was damaged, cracked. The following information was provided by the initial reporter: there was a hairline cracked observed in the connector. The patient has been discharged but the hairline crack may have been there for some time based on the ¿sweaty¿ nature of the patient and the rate of the fluids. It had been on the patient for 2 days. The device was saved to be sent in for analysis. Please provide shipping label for this device.